Event description:
The user facility reported that during a diagnostic colonoscopy the image was lost, and could not be recovered. The procedure was completed with a different, but similar device. There was no allegation of patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of image loss. There was evidence of extensive fluid invasion and corrosion inside the endoscope connector and electrical connectors. There was a leak noted at the water supply connector, however, based upon the location of the fluid invasion, it appeared that the majority of the fluid invaded the device when it was reprocessed without a securely seated water resistant cap. The loss of image was isolated to the flexible printed circuit board, which was damaged due to the fluid invasion. The investigation also noted damage to the bending section, bending section cement, a cracked objective lens, buckles and chemical damage to the insertion tube, and cuts and scratches on the light guide tube. This report is being fled as a medical device report in an abundance of caution.